Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated that he went to bed with a blood glucose of 173 mg/dl but when he woke up he was at 400 mg/dl. The customer was assisted with troubleshooting. The customer took a manual shot of insulin and that brought him down to 279 mg/dl. He had 20 units left in his insulin pump, when he put in the 279 mg/dl in the bolus wizard but then he got a blockage. Customer stated reservoir was empty and changed it. The insulin pump will not be returned for analysis.